Event description:
Patient was in the bathroom when he rang call bell and was complaining of dizziness. Left ventricular assist device (lvad) flows were 0.5-0.8 l/min. Patient assisted to a wheelchair and then back to bed when he became unresponsive. Rapid response was called and primary team came to bedside, including the attending dr. (B)(6), along with the hviccu intensivist team. Lvad coordinator on call was also notified of the event. In the end patient was upgraded to hviccu. Found to be related to lvad failure of known recalled heartmate.